Event description:
The user facility reported that the bronchial washings from two pediatric patients tested positive for mycobacterium avium following bronchoscopies performed on the same day with the same bronchoscope. The user facility was contacted for additional info regarding the event, and reported that the bronchoscope had been used with several patients following these two, and there was no similar issues reported. The user facility further explained that the subject bronchoscope was sent to a third party service provider for eval three weeks after the reported positive cultures. The device was said to have been returned from the third party service provider with an eval report that indicated "the integrity and functionality of the scope was intact." The device was reportedly not cultured by the user facility. Minimal info has been provided regarding the status of the patients. According to the nurse at the facility, both patients were released from the hospital the same day their procedures.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed reddish, blood-like substance and debris inside the k-mount unit. The bending section cover, and bending section cement were found to be non-olympus parts. The insertion tube was dented and bore cuts and scratches. The grip at the connection of insertion tube boot was chipped and cracked. Additionally, there was evidence of non-olympus repair on the electrical connector and light guide tube. Fluid staining and corrosion found inside the electrical connector contact pins. An olympus endoscopy support specialist visited the user facility, and noted numerous significant deviations from olympus recommended reprocessing practices. The ess has provided facility staff in-service training and info on recommended cleaning practices and materials. The cause of the user's report cannot be conclusively determined; however, inadequate device reprocessing likely caused or contributed to the reported events. This report is being submitted as an MDR in an abundance of caution.